Event description:
It was reported that during a prolasectomy according to longo technique, during the extraction of the device, the device seemed blocked and stiff. A delicate maneuver was done in order to retrieve the device from the body. It was only extracted from the upper semi-circumference, as the lower part of the resected area was lacerated and not sutured. The sutures remained opened. An intraoperational correction of the staple line was done and there was an incomplete removal of the prolapsed part. There has been registered also, an anemia in the patient post-op.